Event description:
It was reported on (B)(6) 2010, that following a lead replacement surgery on the same day, the pt experienced a lack of stimulation sensation. Impedance measurements were normal. The manufacturer representative heard nothing regarding the status of the pt. It was noted that the battery was not replaced. No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).